Manufacturer narrative:
A promus select ous mr 24 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a shaft polymer extrusion break 24.5 cm proximal to the distal tip of the device. No other issues were identified during analysis.

Event description:
It was reported that the stent delivery system detached during preparation. A 24 x 2.50mm promus premier select was selected for use. During preparation after the removal of the product mandrel and the stent protector it was observed that the promus premier select stent delivery system was broken in 2 pieces (20cm from the stent). The procedure was completed with an alternative method. No patient complications occurred.

Event description:
It was reported that the stent delivery system detached during preparation. A 24 x 2.50mm promus premier select was selected for use. During preparation after the removal of the product mandrel and the stent protector it was observed that the promus premier select stent delivery system was broken in 2 pieces (20cm from the stent). The procedure was completed with an alternative method. No patient complications occurred.